Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B) (6) 2010, the patient reported he has been waking up with elevated blood glucose readings in the 300-500 mg/dl range. His normal range is 100-125 mg/dl. Symptoms are feeling "flu-like," sluggish, and having headaches. He stated he is receiving recurring e4 (occlusion) errors on his insulin infusion device. He stated he changes his infusion headset every 5 days and was advised to change it ever 48-72 hours. His device adapter was last changed "a while ago." He changes the cartridge and tubing every 2-3 days and the battery was last changed about 1 month ago. The patient was instructed to disconnect from his headset and primed through the tubing. He did so and after 10 units received no occlusion error. He inserted a new headset. Site rotation was discussed with the patient and a courtesy guide to infusion site management was sent. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was available to be returned for evaluation.